Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the hcp stated the patient could not turn therapy off with the patient programmer. It was discussed the potential for a broken patient programmer, or maybe the battery had depleted. It was suggested the patient call the manufacturer to further troubleshoot or go back to the hcp. It was noted there was no symptoms reported. Additional information from the consumer on (B)(6) reported a power on reset (por) message. Patient services walked the patient through how to turn the ins on/off and the patient was able to get the therapy screen pulled up, the ins showed on and then when the patient went to turn the ins off the patient programmer showed a por message. It was noted the patent had a non-related MRI on (B)(6). There were no symptoms reported. It was noted at first the patient programmer would not power on, this was resolved when the batteries were replaced in the patient programmer. There were no further complications that have been reported as a result of this event.